Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bowel obstruction. It was reported that patient underwent mesh revision on (B)(6) 2013. It was reported that patient underwent mesh removal on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: 4/24/2020. Additional narrative: it was reported that the patient underwent mesh repair on (B)(6) 2014 due to recurrent ventral hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.